Event description:
Foley cath checked prior to insertion to ensure balloon inflated. After it was inserted, the catheter fell out and the balloon was flat requiring a new foley to be placed. Defective 16f foley kits labeled as following: cardinal health 100% silicone urine meter foley tray 16f 400 ml; lot: 2517812064; exp: 2026-09-06.